Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 48 mg/dl at the time of the incident and current blood glucose was 74 mg/dl. The customer was treated with bolus food. The customer reported that they had issues with insulin pump. The customer does not allege pump was over delivering. The customer was advised the customer to monitor the issue and call back if it continues. The insulin pump will not be returned for analysis.